Manufacturer narrative:
A getinge field service engineer fse was dispatched to the site to evaluate the unit. After performing the leak test several times, the test fails with a value of 9 mm hg which forces us to replace the safety disc. All required tests have been completed as well as a functional test. The device was ready for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The fat performed the all manifold test and when the test was completed, the safety disk passed all of the patient interface module tests. The membrane differential test read 1mmhg. The factory specification is +-6mmhg. Please see attachment for evidence of the passing test. The fat was not able to replicate the failure that the customer experienced of the leak test reading 9mmhg. The safety disk passed testing. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit balloon does not pass leak test. There was no patient involvement.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit balloon does not pass leak test.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.